Event description:
A surgeon provided the following add'l info. The haptic slipped behind the iris which resulted in dislocation of the lens. The other footplate began rubbing against the endothelium. The pt's visual acuity (va) prior to the event was 20/200. Current va is 20/200. The pt was stable after the replacement. The surgeon does not believe the event was a result of a malfunction of the intraocular lens (iol).

Event description:
A surgeon reported that an intraocular lens was removed and replaced due to discoloration. More info has been requested.